Manufacturer narrative:
Approximate age of device - 3 years, 5 months. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device would not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient started having low flow alarms (B)(6) 2018. Family brought him to the emergency department due to increase in heart failure symptoms including vomiting and shortness of breath. His heart rate was in the 50's and blood sugars in the 300s, hemoglobin and hematocrit are stable. At the time of the call, a concern for thrombus was discussed because of multiple broken red heart low flow alarms. Echo was ordered and patient intubated in the emergency department. Patient was taken emergently to operating room on (B)(6) 2018 due to concern for outflow graft (ofg) thrombus. Patient was emergently cannulated for ECMO prior to operating room arrival. There was bleeding at the left femoral cannulation site and a hematoma developing at a punctured site on the right femoral site. Surgeon performed a sternotomy for exploration of ofg to determine if an exchange was warranted. Ofg appeared to have folded over onto itself limiting flow from the lvad. Surgeon removed 3cm of ofg and reanastomosed the graft to graft. No thrombus was observed in the graft. Post operatively, patient suffered a stroke on (B)(6) 2018. A head CT was done to confirm stroke. Higher perfusion pressures with pressors was used as treatment. Patient passed away on (B)(6) 2019. Multi-organ failure related to likely ischemic bowel and a celiac artery clot was determined to be the most likely cause of death. The removed outflow graft and pump will not be returned for evaluation as the family declined autopsy.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events leading up to the patient¿s expiration could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed a low flow hazard alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 02dec2018 to 28dec2018. The log file captured low flow hazard alarms starting on 27dec2018 until the end of the file. It was noted that the estimated flow was below 2.5 lpm (was 2.2 to 2.4 lpm) during these events. Despite the low flow alarms, the log file appeared to show the system operating as intended. The submitted log file (see attached) contained data from 02dec2018 to 28dec2018. The pump¿s fixed speed was set to 8800 rpm. The pump power, estimated flow, and average pi ranged from 3.7 to 5.3 watts, 2.2 to 5.7 lpm and 2.5 to 9.1, respectively. It was noted that the data logger was not active. The log file captured low flow hazard alarms on 27dec2018 and 28dec2018. It was noted that the estimated flow was below 2.5 lpm (was 2.2 to 2.4 lpm) during these events. The file captured a ¿no external power¿ event on 28dec2018 at 11:16 am. It appeared that both power cables were disconnected and the system operated on the backup battery during this event. The ¿no external power¿ event resolved once the system controller was connected to charged batteries. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The hmii lvas IFU lists stroke and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU emphasizes that the graft must not be kinked or positioned where it could abrade against a pump component or body structure. In addition, this document states to verify that the graft is not twisted or kinked by checking that the black line on the graft above and below the bend relief is straight. The document also addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. Lastly, this document provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.